Event description:
The consumer reported she was unable to adjust setting on the patient programmer on (B)(6) 2016. The caller checked therapy because the patient was not feeling stimulation. Troubleshooting involved helping the caller with using the patient programmer. The setting was confirmed to be on p2 at 8.0v. She changed to p3 at 2.1v and had wanted to increase stimulation and was not able to. During the call the caller was assisted in turning stimulation off, decreasing stimulation from 8.0v to 3.0v on p2 and then turning stimulation on. The patient felt stimulation. It was noted the therapy helped the patient with his symptoms. Troubleshooting resolved the reported issue. The consumer further reported that after speaking with the technician, it was discovered that the unit was off. The problem was that the patient had not turned off the unit, so they were not sure how the unit was off. The technician was informative and stayed on the line until they were sure everything was operating properly. The patient's indication for use was urinary dysfunction /sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.